Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation, castor had been discarded. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided.

Event description:
The customer reported that one caster of work station came off while moving the trolley. There were no reports of harm. No procedure involved. No patient involved.